Event description:
It was reported that during surgical use, the pin fell out and was disassembled. No parts or pieces fell into the patient wound site. No surgical delay/prolongation. No patient information provided. Device is returning.

Manufacturer narrative:
(H3): pending evaluation.

Manufacturer narrative:
The broken small glenoid baseplate inserter reported may have been due to the device being subjected to repeat forces over numerous surgical uses, which led to failure of the weld holding the dowel pin onto the baseplate inserter, and ultimately resulted in disassembly of the subcomponents.